Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 6.2; inratio: 4.9, 6.2. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.5; inratio: 4.9. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.